Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height main drawer failed and was not detected on bus. The field service engineer (fse) inspected auxiliary full height drawer 4. The fse popped out all cubies, cleaned the drawer, and reseated each row board connector but was unable to find two rows. The fse replaced the retractor band and the drawer board and was then able to see all cubies and test them in the hardware test application (hta) to resolve the issue. Additionally, the fse replaced the drawer slide rail and the keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.